Event description:
Inappropriate shocks relative to the subject device were reported. Another lead was implanted.

Manufacturer narrative:
(B)(4), 2011. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.